Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several inappropriate anti-tachycardia pacing (atp) therapies and inappropriate shocks triggered by atrial activity. As a result, all available therapies were exhausted. Device evaluation confirmed that the crt-d was functioning as programmed, and programming adjustments will be considered. The product remains in service, and no additional adverse patient effects have been reported